Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had a broken force sensor was detected during seating or regular delivery error. Customer stated the insulin pump was no longer working and battery cap was damaged and fallen off. Customer reported that corner of the insulin pump as well as the bottom part of the keypad were peeling off already. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.